Manufacturer narrative:
H6 patient codes - e2402 (bilomas or bile leaks) georgios karagkounis, sarah m. Mcintyre., tiegong wang, joanne f. Chou, naaz nasar, mithat gonen, vinod p. Balachandran, alice c. Wei, kevin c. Soares, jefrey a. Drebin, michael I. D¿angelica, william r. Jarnagin and t. Peter kingham. Rates and patterns of recurrence after microwave ablation of colorectal liver metastases: a per lesion analysis of 416 tumors in the era of 2.45 ghz generators. Annals surgical oncology (2023) 30. Https://doi.org/10.1245/s10434-023-13751-6. Pages 6571¿6578 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the literature, the outcomes for patients with colorectal liver metastases (crlm) who underwent mwa using modern, high-power generators were analyzed in a prospectively maintained database to determine the rates and patterns of recurrence after treatment and to identify predictors of local failure. Using emprint mwa or a competitor¿s device, 184 patients undergoing intraoperative mwa for crlm in the context of a surgical procedure were included with 416 ablated tumors from january 2011 through december 2019. Postoperative complications were noted in 100 (54%) patients. A serious complication (grades 3¿5) requiring surgical or procedural intervention was experienced by 32 (17%) patients. The most common serious complications were infections (37%), bilomas or bile leaks (22%), and bleeding (19%). Only 3 of the 12 patients who had isolated mwa (no concurrent liver resection or haip placement) had a complication. Of the 45 local recurrences which were observed, 5 were found at the first CT (computed tomography) after mwa, demonstrating a technical failure rate of 1.2% (5 of 416 tumors ablated.) Among the 184 patients, 76 deaths were observed at the time of analysis. The median follow-up period among the surviving patients was 28.8 months (range, 2¿103.6 months), and all the patients had at least one follow-up scan available for review.